Event description:
On some occasions, when doctor demonstrates the action of the device for the patient, she thinks that there is a noticeable pause between the firing of the stylet and cannula. At this point, she will not use the needle and open another package. On two occasions, she fully charged and inserted the device through the introducer into the patient's breast. When the device was fired to capture a core biopsy sample, only the inner stylet fired, not the cutting cannula. Upon attempting several times to reload just the inner stylet, same would not load, leaving the sample notch exposed and the inner stylet nonfunctional.